Event description:
The pt was implanted with a left ventricular assist device. An intermacs report was received by the manufacturer which indicated "power spikes, evidence of hemolysis; symptoms, lab results used to diagnose; intervention included surgery to partial explant and disable the vad". Pump explanted on (B)(6) 2013. (B)(4).

Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Based on the information available to the manufacturer, the report of suspected thrombus and a cause for the reported hemolysis could not conclusively be determined. No product was available for investigation. Hemolysis and thrombus are listed in the device¿s instructions for use (IFU) as an adverse event that may be associated with the use of the left ventricular assist system. A review of the device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Event description:
It was reported that the pump was disabled but left in the patient; a "partial explant" was completed. Nothing was returned for evaluation. Prior to disabling the pump the patient was on a full anticoagulation regimen. This patient had required a pump exchange for pump thrombosis 8 months after the first vad implant in (B)(6) 2011. The patient's international normalized ratio was 2.94 at the time of the event, with an inr goal of 2.5-3, inr at time of event was 2.94.